Event description:
It was reported when the device was used during the low anterior resection procedure, the staples malformed. Another like device was used to finish the case. There were no pt consequences.